Event description:
It was reported that the programmer suddenly powered off. It was further noted that an error message occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event, the programmer passed all functional and bench testing.